Event description:
Customer reported right monitor images are much darker than left monitor's images. No pt injury was reported.

Manufacturer narrative:
The ge rep evaluated the system and replaced the right monitor. System operates as intended.